Manufacturer narrative:
It was reported that the patient experienced several power disconnect alarms. The battery, bat302130, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis confirmed the reported event. Seven power disconnect alarms occurred involving bat302130. At each instance, the alarm files recorded that a cell pair fell below a voltage threshold. This finding will cause the battery to shut down and will result in a power disconnect alarm if the battery was connected to the controller. Additionally, a critical battery alarm was logged when this battery was connected on power port 2. The data point before the alarm shows this battery was connected with 42% relative state of charge (rsoc). The critical battery alarm logged this battery has having a rsoc value of 6%. This indicates that the battery rapidly discharged below 10% rsoc, triggering a critical battery alarm. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to faulty cell weld. The faulty cell weld resulted in a cell pair having a lower voltage in comparison to the other three cell pairs and thus affecting the performance of the battery. The most likely root cause of the reported event can be attributed to a faulty cell weld. The most likely root cause of the reported event can be attributed to a faulty cell weld. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that a patient in clinic today for routine follow-up had analysis of log files that showed "4 power disconnect alarms logged for the battery in reference with code 0x0080- indicating cell under voltage". Engineering recommends replacing the battery. Patient denies any alarms. The battery was replaced with no reported consequences or impact to patient. No additional information provided.